Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the non-recoverable system error code 252 and system error code 308 experienced by the customer were associated with the surgeon side console touchpad. The surgeon side console touchpad is located in the middle of the surgeon console armrest and provides the means for selecting various system functions such as system status including instrument arms, camera arm, and energy controls. The system was repaired by replacing the affected touchpad. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. Upon determining this condition, the system records the fault and transitions to a safe state. The touchpad was returned for failure analysis evaluation. Engineering was unable to replicate the reported failure mode experienced by the customer. The touchpad passed functional testing on an isi in-house surgeon side cart test system. The touchpad passed a power cycle test (B)(4) and there were no system error codes generated. Engineering evaluation also found that the touchpad's system operation module (som) and cable were almost touching the sheet metal on the touchpad. As a precaution the touchpad has been returned to the original engineering manufacturer to have the som replaced. On (B)(4) 2013, isi contacted the initial reporter regarding the reported event. The initial reporter indicated that the da vinci surgical system was docked to the patient when the system error code 252 occurred. The initial reporter indicated that to the best of her knowledge the patient tolerated the open procedure well and that the patient has not returned to the hospital due to experiencing any post-surgical complications. As of (B)(4) 2013, there have been no reported recurrences of this failure mode at this hospital.

Event description:
It was reported that during a da vinci si lobectomy procedure, the site experienced a non-recoverable system error code 252. Prior to contacting isi for technical support assistance, the surgeon made the decision complete the planned surgical procedure using open surgical techniques. With the assistance of an isi technical support engineer (tse) the site reviewed their system logs. The system logs showed that system error code 308 also occurred and was associated with the surgeon side console touchpad. The tse instructed the site to power down the system, cycle power the circuit breaker and power the system back on. The system powered on successfully. During a site visit on (B)(4) 2013 by the site's isi clinical sales representative (csr), system error code 252 occurred after the csr powered on the site's da vinci surgical system. No patient harm was reported.